Event description:
It was reported that patient experienced infusion set tubing detachment issue at the quick release event on (B)(6) 2026. The site of insertion was on left lower back. The infusion set was in use for one day.

Manufacturer narrative:
E1:name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.